Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The pump has been stalled for about one day. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Final analysis of the pump revealed motor corrosion and gear train anomaly.

Event description:
Additional information: it was reported that the stall occurred due to end of life. The patient had a replacement implant. It was reported that the patient was "doing fine with new implant". It was indicated that the pump was delivering morphine. Per the pump logs the pump was delivering bupivicaine and fentanyl.

Manufacturer narrative:
Catheter: model#: 8731, lot# n004934021, implanted: (B)(6) 2006, explanted: unknown.